Event description:
A report was received that during a procedure to relocate the pocket site due to difficulty charging, the patient's ipg was replaced. The physician relocated the patient's pocket site from the front to the back. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility.